Event description:
A physician was using the basket to retrieve a stone from the pt's right ureter and the basket fell apart. Several wires appeared to be broken. All parts were retrieved and there was no harm done to the pt.